Event description:
The pt was taken to the hospital by ambulance. The pt's blood glucose read 108mg/dl on the paramedics device. The pts blood glucose was taken at the hosp with a result of 26mg/dl. D-50 was given to the pt. A lab was performed, the result is unknown. Controls were run, result unknown. A request was made for the return of the suspect device and replacement product was sent.